Event description:
Spontaneous call for (B)(6) rn, who reported the back door where the batteries go broke off of the pump. A new pump is needed. No adverse effects or missed doses reported as a result. Serial number and expiration date not provided. Unknown if available for return. No additional information or dates provided. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by health professional.